Manufacturer narrative:
Analysis was unable to perform displacement test due to missing retainer. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, missing reservoir tube o-ring and broken reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had crack on the reservoir compartment. Customer¿s blood glucose level was 14.0 mmol/l. Insulin pump was returned for analysis.